Event description:
Customer reported receiving multiple motor error alarms during bolus. Customer stated that they use the sensor feature on the insulin pump. Customer's blood glucose reading at the time of the call was 195 mg/dl. No further information reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime/a33, no delivery and motor tests. No motor error alarm noted. Unit had cracked reservoir tube lip.